Event description:
On (B)(6) 2019 patient specimen run on the immucor echo 2.0, antibody screen results negative on the echo 2.0. Previous antibody screen on same patient run on the echo on (B)(6) 2018. Patient transfused 2 units of red blood cells based on echo testing. Patient had a hemolytic transfusion reaction to the second unit transfused. Manual testing of the same specimen showed an anti-lewis a missed by the echo.